Manufacturer narrative:
Investigation was unable to confirm the reported fault. It is possible that a loose sap caused lost connection; however, loose connections or issue with the cable were identified. There was no indication of damage to the pump and no faults were found during testing.

Event description:
User reported that the cardioplegia pump did not operate correctly. There was no patient harm and the user resolved the issue by unplugging and plugging the pump sap cable.